Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he experienced low blood glucose of 44 mg/dl; treated by eating. Customer reported that the display on the insulin pump went blank after changing the battery. Customer had changed the reservoir and could not rewind the insulin pump. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display or damage to the isolation tape was noted. The insulin pump was received with a cracked case at the display window corners.